Event description:
A distributor complaint was reported regarding a pump that declared a cartridge alarm 20 during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred and the issue could not be resolved. Consequently, technical support decided to replace the pump. The customer was instructed to put the defective pump into storage mode and return it using a pre-paid label. The customer will use multiple daily injections (mdi) as a form of backup therapy until the replacement pump arrives.